Manufacturer narrative:
Patient¿s birth year reported as 1966, exact date is unknown. Device is an instrument and is not implanted/explanted. Reporter phone number : (B)(6). A device history record review was performed for part #314.116 lot #6577746: release to warehouse date: 12-may-2011, supplier:(B)(4): no non-conformance reports (ncrs) were generated during production; review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(4) as follows: it was reported that during the implant removal surgery performed on (B)(6) 2016 three instruments were damaged at one screw. One of the shafts has a twisted distal end; the other has a broken distal end and the screwdriver¿s distal end is twisted as well. No broken fragments were left in patient. They were easily removed with the suction. The surgery was successfully completed with no patient harm, additional medical intervention, or surgical delay. Patient¿s earlier injury healed well and has no problem. Patient¿s implants were removed due to patient¿s mental discomfort. Patient did not want to have it in her body any more. Concomitant parts reported: unknown screw (part # unknown, lot # unknown, quantity1) this is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
A product development investigation was performed on the device part 314.116 / #lot 6577746 / screwdriver shaft stardrive® 3.5, t15. The subject device was received broken at the tip section. The broken piece was not returned. Because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Lot 6577746 was manufactured in may 2011 and all parts were according to our specifications. Based on the provided information and visible damages, we assume that a mechanical overloading situation during screw removal is most probably the reason for the complained issue. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.